Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1npbw, implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient never had therapeutic effect. The patient stated she was starting to have trouble peeing/not emptying and had a hard time going number two. The patient clarified she had not had symptom improvement since implant. The patient stated she a bowel that didn't work. The patient noted the trial worked well and the healthcare professional (hcp) went deeper inside with the permanent implant due to the patient being larger, and she felt it move on the day of the implant. The patient increased stimulation since she was not feeling it, but it got really high and was painful. The patient stated she only felt stimulation when she went to the bathroom. The patient confirmed the ins was on program 1 at 1.5 v. The patient noted she had an appointment in a month from (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient was not feeling stimulation, despite increasing to 4.5 or 5v. The patient also reported they were having symptoms again of being constipated and having trouble peeing. The patient mentioned that they tried increasing stimulation, but did not feel anything, and if they moved or turned a certain way they would feel stimulation, but if they returned to normal position they wouldn¿t. The patient mentioned an appointment with their healthcare provider a few weeks before the report, and assumed they felt stimulation at that point but did not remember. The patient confirmed they had not changed programs. The patient was advised to follow up with their healthcare provider to check the internal system. Additional information was received on (B)(6) 2018 from a consumer indicating that they did not know the circumstances that led to the issue of not feeling it unless turned up high and moving in certain positions, and they had not done anything to resolve it. The patient reported that they were told as long as they were getting therapy, they didn¿t need to feel stimulation all the time, so they were not worried about it. The patient also asked why the battery inside of them would get hot sometimes. When asked for circumstances, steps taken to resolve, and the date of the occurrence, the patient reported it had been happening recently, since the device started to malfunction the battery would get really hot and they had to turn it off. After letting the battery cool down, they turned it back on. On a second call, the patient reported that shortly after the device started getting hot they started feeling a shocking right where the scar was, and it had happened twice. The patient noted that they didn¿t know if it was the device or just something hitting a nerve. The patient also noted that the device getting warm had happened more than once. The patient reported that they had a ¿crazy thing¿ of unrelated seizures, and shortly after the seizures the device started to get hot. The patient was advised to contact their healthcare provider, and they noted that they would see their doctor in a few months. It was reviewed to consider letting the doctor know sooner. No further complications were reported.